Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette experienced a connection issue between connection of the supply line and supply bag. This issue was further described as the connection between the supply line and supply bag could not be properly secured. There was no patient injury or medical intervention associated with this event. No additional information is available.